Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751362 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. In the array, the dual lumen was observed to be detached from the shaft, with the anchor ring exposed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, a generator terminated the therapy delivery due to system error #2000. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on the wires of electrodes 1 and 3. X-ray imaging revealed entangled electrode wires in the shaft. In conclusion, the catheter failed the returned product inspection due to dual lumen detachment from the shaft, entangled electrode wires in the shaft region, and an exposed anchor ring on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was difficulty experienced with the slider tool towards the end of the case, and multiple overcurrent errors occurred while ablating in the superior vena cava, despite the electrodes and wire not being in contact. The case was completed with pulsed field ablation with with no replacement catheter. No patient complications have been reported as a result of this event.